Event description:
Nicu staff found a bug and bug parts in an unopened package of isolation gowns. Package had not been opened and was removed from service and given to risk management. Packaging was intact. Appears bug/bug parts got into the gowns prior to arrival at the hospital.